Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy procedure, during the surgical stapling, the device partially fired at the proximal end. The reload was fired halfway and stopped. They opened new device to complete the case. No patient injury.